Event description:
When the implant was implanted into the knee, markings on the insert were not clearly indentifable. The thickness appeared to read 12 mm when in fact the packaging was labelled 10mm. Therefore the surgeon requested that a different implant be used for this pt. Surgery extended by 20 minutes.